Event description:
It was reported that during the superion indirect decompression system implant procedure the physician used excessive force while attempting to place and deploy the implant and bent the prongs of the inserter. The physician was unable to successfully place the implant and the procedure was aborted. The patient was doing well postoperatively.

Manufacturer narrative:
The returned inserter was analyzed and revealed that both clamps were bent outwards. This rendered the instrument incapable of acceptably engaging the implant. This damage to the inserter clamps indicates failure was likely due to gear shifting (i.e., gross cranial, caudal, lateral articulation of the inserter instrument, possibly aggravated by variant anatomy. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states to avoid the application of excessive stress on instrumentation and before loading the implant, ensure the lever is rotated up and the clamp prongs extend out beyond the distal end of the outer shaft. These are known risks associated with the use of lumbar spine implants and associated instruments.

Event description:
It was reported that during the superion indirect decompression system implant procedure the physician used excessive force while attempting to place and deploy the implant and bent the prongs of the inserter. The physician was unable to successfully place the implant and the procedure was aborted. The patient was doing well postoperatively.